Event description:
New information notes the device was explanted.

Event description:
It was reported that the patient presented with a device reset message and having received 3 shocks. A parity reset was observed, after which communication with the device could not be established. Due to the loss of communication and lack of defibrillation support, the patient will be scheduled for a device change out.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event of backup vvi mode was confirmed upon receipt of the device in the laboratory. Review of the device image revealed that a power on reset had occurred. The device was tested using automated test equipment and passed all tests. The device was subjected to temperature stress testing and the reset could not be reproduced. The cause of the reset remains undetermined.